Event description:
A us distributor contacted zoll to report that a patient was experiencing a rash under her left breast. There was no alleged device malfunction contributing to the irritation. Patient was prescribed triamcinolone cream by a physician. Patient indicated that the medicine is helping and the rash is improving.